Event description:
During an ep procedure, the lasso deflectable electrophysiology catheter became entrapped in the heart, and was retracted without any force. Upon removal from the patient, the tip of the catheter appeared to be missing and could not be visualized with fluoroscopy. No medical intervention was performed and the patient was released in stable condition.